Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural was found disconnected in bed with loss of analgesia over a previous hour. The spinal was inserted for operative delivery and the epidural was removed. There was patient involvement, unknown patient injury.